Event description:
It was reported that sheath sprayed outside of instrument with a facsaria¿ flow cytometer. The following information was provided by the initial reporter, translated from japanese to english: the side stream becomes like a shower. 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. Was there spray of fluid under pressure? Yes 4. What was the fluid that leaked? Sheath liquid 5. What is the source of leak -- waste line or non-waste line? Non-waste line 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00202 was sent in error. The leakage was discovered to have been fully contained within instrument, therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sheath sprayed outside of instrument with a facsaria¿ flow cytometer. The following information was provided by the initial reporter, translated from (B)(4) to english: the side stream becomes like a shower. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Sheath liquid. What is the source of leak -- waste line or non-waste line? Non-waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.